Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 187 mg/dl. Customer stated that she took out the battery and replaced it, but was still getting a button error alarm. Customer stated that there was also a battery low alarm. Customer's battery indicator was reviewed to confirm the low battery. Customer could not troubleshoot for the low battery any further. Alarm history was not checked. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.